Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening valve assessed as to cracked valve seat diaphragm valve and opening in the valve bond edge to an unidentified (tear) opening. No shell thickness due to opening is under plug strap. Additional observations: crease fold observed in the device. Yellow particles observed inside in the device. No further actions are required as the device was implanted.